Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they saw a open book image on insulin pump display. Customer stated that insulin pump had pump error alarm was displayed before the open book image was displayed on the screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electrical board 2. Unable to verify pump error 38 alarm due to critical pump error (open book image) alarm.